Manufacturer narrative:
D8 and d9: device returned. G3, h2,h3 and h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was not returned to the designated complaint unit for evaluation, therefore, visual and functional inspections could not be performed. Screenshots of the case were provided and were reviewed to confirm the warning message upon entering the tibia bone removal stage: ¿bone model generation error¿. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. The most likely cause of the tibia bone model generation error is a known software bug associated with the bone mesh generation. Refer to the real intelligence cori for knee arthroplasty user manual for data point collection, including tibia free collection. If a collection error occurs, a message displays, reporting the specific error to the user, and providing instruction for solution. Most indications require clearing the message from the screen, by pressing ok, and performing the steps again to re-collect. As part of corrective actions, this issue has been corrected and released in cori-v1.4.3 software.

Event description:
It was reported that, during tka surgery with cori, when switching from the distal femur to then burr the tibia twin pegs, a tibia bone model generation error was displayed. The tibia was cleared, re-mapped and they proceeded with the case as normal. The procedure was completed with a delay of fewer than 30 minutes delay using the same device. No other complications were reported.